Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. During the investigation of an unrelated issue, it was found that the electrode belt failed an incoming functionality test. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an unrelated issue, it was found that an electrode belt failed an incoming functionality test.